Event description:
A hemodialysis user facility has reported that during treatment a blood leak occurred at the bottom connection of the crit-line blood chamber that threads to the dialyzer. The leak was visually observed to be below the wings of the pvc adapter around the threaded area that connects to the dialyzer. Estimated blood loss was 10 to 20cc. The patient had no adverse effects and no medical intervention was required. The patient did not completed treatment due to the leak occurred during the last hour to 30mins of therapy. Sample has not been returned to manufacturer for evaluation.

Manufacturer narrative:
The device was not returned to the MFR for physical eval. A product recall has been initiated by the MFR and the reported product issue is being investigated by the MFR via a CAPA.

Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.